Manufacturer narrative:
The suspect screw was not returned for investigation. Review of the device history record confirmed the implant passed all functional and dimensional testing and was within specification at the time of inspection. The reported washer was not visible in the patient or via x-ray. Furthermore, there was no patient injury or medical intervention required. There was no clinical impact to the patient as a result of the failure reported. Review of labeling possible adverse events: bending, disassembly or fracture of implant and components.

Event description:
A patient underwent spinal surgery on (B)(6) 2021 consisting of seaspine's northstar oct spinal system. A screw disassembled in-situ while the surgeon was correcting the trajectory. The screw and mating tulip were recovered; however, the tulip washer was left inside the patient.